Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 191, 92 and 61 mg/dl on the advantage system when all tests were performed within 5 minutes. Reporter stated she was experiencing hypoglycemic symptoms at the time of testing and self treated with orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.